Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. Additional suspect medical device components involved in the event: description: lead extension.

Event description:
A report was received that the patient experienced high impedance on both lead extensions. The device was reprogrammed and the patient underwent a revision procedure for both extensions.

Manufacturer narrative:
A review of the manufacturing documentation for the lead extension sc-3138-35 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced high impedance on both lead extensions. The device was reprogrammed and the patient underwent a revision procedure for both extensions.